Manufacturer narrative:
Additional information was received that the patient was administered rifampin and avelox. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the upper scs site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had an infection at the upper scs site. The patient will undergo a revision procedure.